Manufacturer narrative:
It was reported that the unit did not alarm. The customer requested a detail functional check with the extraction of the error logs. Onsite service is planned. A philips authorized service provider (asp) went onsite and confirmed the device was not faulty after performing and completing functional tests. The philips asp confirmed the device was not faulty. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit did not alarm. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit did not alarm. The customer requested a detail functional check with the extraction of the error logs. Onsite service is planned. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).